Manufacturer narrative:
Corrected: h6 - health effect - clinical code & impact code. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the right extension was unable to be re-inserted during an elective ipg replacement. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information reported patient's right extension was fractured. Surgical intervention may be pending to address the issue.